Event description:
Plaintiff alleges that as a direct result of exposure to latex exam gloves, she has suffered physical injury and damage, including, but not limited to, severe and irreversible type-1 latex allergy, which is believed to be permanent and life threatening. Further alleges that she has in the past and will in the future experience physical injuries, pain and suffering, humiliation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress. Plaintiff's husband, alleges loss of consortium of his wife.